Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting performed by animas customer support revealed the patient¿s serious injury was associated with training/misuse issues; the user was over/under cycling the cartridge(s) and not storing the cartridges at room temperature. It was also revealed that the patient primed the pump while still attached after the loss of prime warning infusing 2.40 units of insulin into the patient. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with training/misuse issues.